Event description:
Patient stated that his v-go fell off, when he was at work last week. Patient stated that he discarded the v-go in question from last week. Patient mentioned that he had the same issue with about 12 v-go's prior the v-go from last week. Patient said he properly clean the adhesive area.